Event description:
Event description: guidant received information that this ventricular lead was surgically abandoned due to microdislodgement and high pacing threshold measurements. This pacemaker was explanted and replaced due to suspected premature depletion due to the high programmed outputs.

Event description:
Event description: guidant received information that this ventricular lead was surgically abandoned due to microdislodgement and high pacing threshold measurements. This pacemaker was explanted and replaced due to suspected premature depletion due to the high programmed outputs.